Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1-1/2 rb needle clogged/blocked it was reported by customer that they are currently having a problem with our 25-gauge injection needles. We will draw the solution to be injected switch needles to the 25-gauge needle with a safety cap. The issue that is happening is the solution will not push thru the needle, no matter how hard it is pushed. We then have to switch out the needle again. I have had to stick a patient 3 times because the 1st 2 needles the solution could not be pushed thru. Verbatim: we are currently having a problem with our 25-gauge injection needles. We will draw the solution to be injected switch needles to the 25-gauge needle with a safety cap. The issue that is happening is the solution will not push thru the needle, no matter how hard it is pushed. We then have to switch out the needle again. I have had to stick a patient 3 times because the 1st 2 needles the solution could not be pushed thru. Ref # is 305767.

Manufacturer narrative:
Other reported issue of needle clogged/ blocked was not confirmed upon inspection of the samples. Analysis of the samples showed no clogged needle. No other defects or damages were observed on the samples. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The root cause could not be determined as the defect could not be replicated.

Event description:
Material #:305767; batch#:unknown. It was reported by customer that they are currently having a problem with our 25-gauge injection needles. We will draw the solution to be injected switch needles to the 25-gauge needle with a safety cap. The issue that is happening is the solution will not push thru the needle, no matter how hard it is pushed. We then have to switch out the needle again. I have had to stick a patient 3 times because the 1st 2 needles the solution could not be pushed thru. We are currently having a problem with our 25-gauge injection needles. We will draw the solution to be injected switch needles to the 25-gauge needle with a safety cap. The issue that is happening is the solution will not push thru the needle, no matter how hard it is pushed. We then have to switch out the needle again. I have had to stick a patient 3 times because the 1st 2 needles the solution could not be pushed thru. Ref # is (B)(4).